Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. (B)(4): lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. No conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4): the icl was discarded by the facility.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens -21.0 diopter in patient's right eye (od) on (B)(6) 2015. Excessive vault was noted and the lens was explanted and exchanged for a smaller lens with a similar diopter size. This resolved the problem. The facility discarded the icl. See MFR. #2023826-2015-01426 for left eye.